Event description:
Per bio med, the collimator bulb in the x-ray machine keeps going out, lasts only three to four months, should last longer. Manufacturer response for light bulb, radiographic fluoroscopic system (per site reporter). Per bio med, manufacturer just sends out replacement bulbs to the facility.